Event description:
The reason for call was patient (pt) reported that it's been 10 days since they couldn't charge the implant and they kept getting no device found message. The nurse (caller) took over the call to help the patient. Agent had caller reset the controller, inspect visible damage to the battery compartment pins, battery pack, recharger and controller port, and clean the connections. Caller confirmed no visible damage. Agent had caller start a recharging session, but caller got no device found message again and went to passive recharge mode after hitting recharge. Agent reviewed passive recharge, but they only got 48 after repositioning the paddle over the implant. When asked, caller confirmed patient didn't have any recent falls or traumas and didn't lose or gain weight. Caller stated they will explain all the information to the patient, but caller asked who they could contact if they still couldn't get past to 49. Agent reviewed the role of rep, provided nas phone number, and redirected to manufacturing representative (rep) and healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.